Event description:
It was reported that the balloon on the catheter burst in situ. There were no pt complications.

Manufacturer narrative:
MFR control no. Ic980055. The sample has been returned to arrow. Examination of the sample found that the latex material had pulled out from under the proximal band. The cause was mfg operator error.